Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the battery was tilted and too deep since after implant in 2017. The manufacturer representative indicated that the bottom end of the implantable neurostimulator (ins) was tilted and deep in the pocket. They could not feel the outline of the bottom edge of ins. This had been noticed after implant but the health care provider(hcp) had wanted to wait for the tissue to settle before next steps were taken. There was difficulty charging. The manufacturer representative had tried moving the implantable neurostimulator recharger (insr) antenna around but there was still difficulty in getting good coupling bars. The clinician programmer and patient programmer were able to communicate with the ins but repositioning the insr antenna did not resolve the issue. On (B)(6) 2018 the patient attempted 5 charging sessions to charge the battery with coupling varying from 4-0 bars. The patient was meeting with the health care provider (hcp) on the day of the report (B)(6) 2018 about a pocket revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that actions/interventions taken/planned to resolve the reported issue was prior authorization for surgery was discussed and the physician began the process. It was reported that the patient weighed approximately (B)(6) pounds at the time of the event. It was reported that another clinical specialist reported this event to the. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.